Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector. Attempted inflation by inflating the catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in house syringe. Inflated with no difficulties and maintained proper concentricity. Deflated within 1 minute and 24 seconds. Also received 3 photo samples. First photo sample shows inflation valve. Second photo sample shows top view of catheter used. Third photo sample shows end of catheter with deflated balloon. Based on the physical sample received the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had poor return of sterile water when in use.

Event description:
It was reported that the foley catheter had poor return of sterile water when in use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.